Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Additionally the healthcare professional reported the device has been discarded.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 19/oct/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of neurological symptoms is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: being diagnosed with a "neurological disease," specified as "seizure" and rupture.

Event description:
Health professional reported left side rupture. Patient reported being diagnosed with a "neurological disease," specified as "seizure." Device has been explanted.